Manufacturer narrative:
The complaint sample was received incomplete at viant for evaluation and the reported event was confirmed. The removable nose was not received with the complaint sample. The chain assembly had broken at the cardan joint nearest the blue knob. The fork nearest the blue knob was bent outward and the short pins that were welded to the cardan fork were fractured away from the fork. It was observed that the short pins were welded to the fork nearest the blue knob and the long pin was still welded in place to the other fork. This is not correct per the assembly prints. Other observations: there were signs of wear in the form of scratches, nicks and gouges observed throughout the complaint sample; the blue knob was deformed. The deformities appear to have been caused by pliers, which is not the intended use of the device, however that is unknown; there were several impaction marks and some deep gouges on the impaction plate. There were a few gouges on the metal handle which are not consistent with intended use; the weld adjoining the ratchet housing to the offset cup impactor body was partially cracked; the returned complaint sample was etched per applicable drawings. The applicable device history records (dhrs) were reviewed. No discrepancies were discovered. In conclusion, the reported event is confirmed and is attributed to the manufacturing process. A quality alert was released to the floor and corrections were implemented to further instruct operators how to assemble the device correctly to the print. No further investigation is required for this complaint record. H3: updated to yes. H6: updated method, result and conclusion codes.

Manufacturer narrative:
The complaint sample was received for evaluation, however the evaluation has not yet been completed. Once the investigation is complete, a follow-up medwatch 3500a emdr will be submitted. Event notification was received (B)(6) 2018 which did not meet reportability requirements at the time with the information available. However, the device was received 18-dec-2018 which contained the fracture and hence met the reporting requirements. Complaint information received from distributor, (B)(4)..

Event description:
It was reported during an unknown procedure that the release pin on the handle was bent and will not allow the release mechanism to work. No adverse events nor patient consequence were reported as a result of the malfunction.